Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, product type: software, software version: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing fentanyl for non-malignant pain. It was reported that the patient stated her handset was not connecting to the pump. The patient stated they were seeing a system error message with service code 156 and their bolus was lagging at 90%. An agent walked the patient through closing out of all running applications and clearing the data in the settings tab. The patient was able to connect to the controller and request/receive a bolus. The troubleshooting steps resolved the issue.